Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis and death coincident with unknown dianeal on peritoneal dialysis therapy. It was reported that the patient passed away on (B)(6) 2012. The nurse stated that the patient was hospitalized for peritonitis prior to death (event start date and hospital admission date were unknown). The cause of peritonitis was unknown. The recovery status of peritonitis at time of death was unknown. The patient died in the hospital; the cause of death was respiratory failure. None of the events were related to dianeal therapy. No further information is available.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h18044, h11i07086, and h11j05089. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.